Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported that this patient with a implantable cardioverter defibrillator (ICD) device system was admitted to the hospital due to abdominal pain and back pain. In (B)(6) 2019, all measurements were within normal range. In (B)(6) 2020, it was noted that there was a decrease in sensing and pacing impedance measurements. Upon interrogation of the device at the hospital , they found the left ventricular (lv) lead had loss of capture. The x-ray images, confirmed that the left ventricular (lv) lead dislodged. Surgical intervention to remove the lead was performed, and a new left ventricular (lv) lead was implanted. The right atrial (ra) lead and right ventricular (rv) lead showed good electrical measurements. No additional adverse patient effects were reported.